Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
The device guide stop was found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, during a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device guide stop was found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, during a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.